Event description:
Event was reported to caldera medical by an atty. The chronic pelvic and vaginal area pain, radiating back pain, nausea, incontinence, and stomach complications. Inflammation, urgency to urinate, frequency w/urination, and very painful urination. No further info has been provided.